Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the broken shelf clips on door 3 caused issue. The field service engineer replaced the damaged clips and performed a proactive system inspection to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower shelf was broken. The customer stated that the malfunction made it difficult to remove medications. However, there were no delays or adverse events or injuries reported based on this event.